Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion was identified with a large volume infusor. The pump was filled with 252ml of medication and was set to infuse for 7 days. The medication stopped infusing midway through treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not returned; however, a photograph was received for analysis. The reported issue could not be confirmed via photo sample as a functional flow test is required. Therefore, the condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.